Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no: 740658) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ chronic pelvic pain,pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)", dyspareunia ("dyspareunia (painful sexual intercourse"), back pain ("lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)", vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("depression"), anxiety ("anxiety, mental anguish") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (dilatation and curettage and she had hysterectomy (full) and salpingectomy (bilateral), dilatation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, psychological trauma, depression and anxiety outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage had resolved and the back pain and fatigue was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for event chronic pelvic pain/ abdominal pain, anemia, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration. Discrepancy in lab data previously provided i.e hysterosalpingogram and now it has been given as plantiff didn't undergo essure confirmation test at the time of surgery dense adhesions were noted of the small bowel and omentum to the anterior abdominal wall as well as adhesions of the bladder to the anterior uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-nov-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("physical pain / chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and psychological trauma ("psych injury"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation and psychological trauma outcome was unknown and the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea and menorrhagia had resolved. The reporter considered abdominal pain, device dislocation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for event chronic pelvic pain / abdominal pain, anemia, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 05-sep-2019: reporter details updated and patient demographics were added. On 23-feb-2016, she explanted essure. Added events abdominal pain, menorrhagia (heavy menstrual bleeding), psych injury, general abnormal bleeding, dysmenorrhea (cramping) and migration. Updated event physical pain/ chronic pain pelvic (previously reported as physical pain) and updated outcome. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 740658) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. Concurrent conditions included uterine bleeding. Concomitant products included nsaids and paracetamol (acetaminophen). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced pelvic pain ("physical pain/ chronic pelvic pain,pelvic area"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse"), back pain ("lower back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), vaginal haemorrhage ("abnormal vaginal bleeding"), depression ("depression"), anxiety ("anxiety,mental anguish") and fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain ("chronic abdominal pain") and psychological trauma ("psych injury"). The patient was treated with surgery (dilatation and curettage and she had hysterectomy (full) and salpingectomy (bilateral),dilatation and curettage). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, psychological trauma, depression and anxiety outcome was unknown, the genital haemorrhage, pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia and vaginal haemorrhage had resolved and the back pain and fatigue was resolving. The reporter considered abdominal pain, anxiety, back pain, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, menorrhagia, pelvic pain, psychological trauma and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for event chronic pelvic pain/ abdominal pain, anemia, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), general abnormal bleeding, migration. Discrepancy in lab data previously provided i.e hysterosalpingogram and now it has been given as plantiff didn't undergo essure confirmation test at the time of surgery dense adhesions were noted of the small bowel and omentum to the anterior abdominal wall as well as adhesions of the bladder to the anterior uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 22-oct-2019: pfs received : lot number added. Following events were added : abnormal vaginal bleeding, depression, dyspareunia (painful sexual intercourse), fatigue, lower back pain. Historical drug,concomitant conditions and reporter information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.